Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomical location.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During preparation, while unpacking, a hole was found in the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. The anatomy location and the type of procedure are unknown and are being reported as it may have occurred in the esophagus. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomical location. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 8mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device revealed the balloon had a pinhole located approximately 8mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface prior to the procedure could have contributed to the damage observed on the balloon. As for use of device issue - user error, the device was used in a manner inconsistent with a written instruction in the IFU stating: do not preinflate, pretest balloon, or attempt to refold balloon into protective sleeve. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During preparation, while unpacking, a hole was found in the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. The anatomy location and the type of procedure are unknown and are being reported as it may have occurred in the esophagus. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.